Manufacturer narrative:
Additional info: UDI# correction: evaluation summary: one device sample was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found part of the blue and grey coating on the tip of the jaws was melted, bare metal was not noted. All pieces appeared to still be attached. The device was heavily used. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The clear insulation also shows signs of damage from rough use or improper handling through a trocar. The investigation identified the root cause of the reported event to be user error. The instruction for use states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was inserted into trocar and activated, it was observed that the tip of the instrument started to smoke and that it looked like it was melting. A piece of the blue tip melted and came off into the patient cavity. It was retrieved. The device was immediately removed from the patient. There was no damage to the clear insulation of the device. No patient injury.